Manufacturer narrative:
DHR review for batch 4119952 (p/n 305271): manufacturing date: 05/06/2014 to 05/08/2014. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4119952 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. It should be noted that this product has a retractable needle feature as part of its design. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
When using bd integra¿ syringe with detachable needle it was reported the needle fell off after use and the customer was taken to the ER for x-rays. There were no findings of a retained needle. No further medical intervention was reported.